Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Manufacturer narrative:
The reported event could be confirmed, based on the information provided by user/third party. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, as below. ¿this case shows a post-traumatic deformity of the proximal tibia and overall, the picture of osteoporotic bone of the foot and tibia. The CT-scan shows a seemingly well-fixed tibial base plate that has subsided just slightly. There are areas with some radiolucency. Around the stem of the tibial implant there is a radiolucent line and some sclerosis of the otherwise osteoporotic bone. The talar component is placed relatively posterior, some cyst formation, but no definitive radiological signs of loosening.¿ based on information obtained the root cause was attributed to a user related issue. If device is returned or any further information is provided, the investigation report will be reassessed.